Event description:
On 6/22/94 pt transferred to hosp with recurrent cardiac tamponade of uncertain etiology. On 6/24/94 open heart procedure removed clot from atrium. Imbedded in clot was 6 cm length piece of guide wire from port. Port placed 11/24/93 at another institution. Was removed in dr's office in may/june '94.